Event description:
Guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on (B)(6) 2006 for this device model. New information received indicates that the patient has since retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.